Manufacturer narrative:
Patient identifier not available from the site. A manufacture representative went to the site to test the navigation system. On-site visual and functional testing was completed on the system. It was reported that the straight lumbar probe damage was due to hammer impact on the handle. A system checkout was successfully performed. Instrument was not returned for analysis. Device manufacture date, unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device post-operatively of a sacroiliac and thoracolumbar procedure. It was re ported that the straight lumbar probe blocked in the navlock during surgery. There was no surgical delay and no impact to the patient.